Manufacturer narrative:
The device was evaluated by the MFR and was found to have a defective pc board 1685 in the o2 gas supply module. Prior investigations have concluded that the pc 1586 can be damaged when the gas supply module is installed while the mains power cord is connected to power. This is believed to be what happened in this case. The device was repaired by replacing the o2 gas supply module and functioned within specifications.

Event description:
The dr. And two nurses observed smoke coming out from the sv300.